Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to evaluation where it was found the image disappeared, and obtained information that it was caused by a lock lever failure of the video connector receiver. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the phenomenon was caused by the failure of the lock lever of the video connector receiver, but the cause of the failure of the lock lever of the video connector receiver was not identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that during preparation for use, the image was lost. Upon restarting the device, the problem did not reoccur. There was no patient injury, associated with the problem, reported to olympus.